Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective hkr board. The technician replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective board was requested for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 control panel control panel mrp got black during procedure. The customer was not able to control the pump head due to this issue. There was no report of patient injury.

Manufacturer narrative:
The replaced hkr board was returned to livanova (B)(4) for further investigation. Evaluation of the returned device was able to reproduce the reported failure. Non-conforming soldering joints were identified to be the root cause of the issue. This is a known issue and a corrective action has been initiated.

Event description:
See initial report.